Manufacturer narrative:
The insulin pump was received with blank display due to broken off battery cap contact. The insulin pump was tested with a test battery cap. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted during testing. No damage on the lcd isolation tape noted during testing. The insulin pump was received with broken battery cap. The insulin pump was received with cracked case at lcd window corners and battery tube threads. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer mentioned that there were cracks between the battery compartment and reservoir compartment. The insulin pump will be replaced and will be returned for analysis.